Event description:
The steris account manager reported that the employee was back at work and no residual injuries were reported.

Event description:
A hospital employee received two blisters on her forearm while handling a cup of steris 20 sterilant concentrate. The employee removed the sterilant cup from the system 1 processor when the processor malfunctioned. The operator was only wearing protective equipment to protect her face and hands. Steris instructions also require arm protection for proper personal protection. While cutting the sterilant cup, acid splashed on her arm. The employee flushed her arm with cold water and noticed blistering. Silvadene burn ointment was applied to the burn site.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and made several repairs including fluid leakage due to cracked processing trays and defects in the inflatable lid seal, which were believed to have caused the processor to short out and stop working. The processor was repaired and was placed back in use. Steris' medical device reporting process in place in 2006 did not require reporting of this injury due to the language in regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.